Manufacturer narrative:
Device history record: batch record file number (B)(4) was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. Another similar complaint, from the same end customer, was reported on the units released in january 2022. Summary of investigation: one x-ray picture was transmitted. The explanted venatech lp was returned for investigation. - x-rays picture review: on the received x-ray picture, we can see the introducer sheath tip. The venatech lp vena cava filter is visible too. All the filter's feet are opened. There is no element that leads us to think that the filter is not or incompletely deployed. This x-ray picture could correspond to the second filter implanted. Only the review of other images from different axis/planes or 3d images could allow us to confirm or not the complete filter's legs deployment. - visual inspection of the returned device: the explanted venatech lp filter was returned for investigation. The returned device is completely distorted, one leg is cut clear. These damages are characteristics of deteriorations done during extraction of a permanent vena cava filter. The filter's legs are still correctly welded inside the filter's head. The filter's hooks are still correctly welded on the 8 wires. - dimensional measures: due to the device distortion, no measurement can be done on the received device. - raw material historical review: the raw material used for the vena cava filter batch included in the device kit was verified. The incoming quality controls were within the defined specifications and no abnormality was detected. - complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. Root cause: the received elements and information do not allow us to conclude on the real cause of the incident encountered by the customer. Conclusion: the complaint for filter non-opening is not confirmed. Without further information, we cannot explain the incident encountered by the customer. This type of incident is rare (B)(4). No actions plan is foreseen at that time.

Event description:
"After implantation, the filter cannot be opened. After removal, replace it with a new implant".

Manufacturer narrative:
Batch history review: a review of the manufacturing records shows the involved batch of filters complied with specifications. No similar complaint was reported to the manufacturer for this lot of vena cava filters, sold since january 2022. Investigation: neither device nor the x-ray pictures are not available for evaluation. Conclusion: with the elements at our disposal, the exact root cause of what held the filter closed cannot be found. Our records show that the involved batch has been manufactured according to our specifications and requirements. No other similar complaint was reported on this filters batch. The complaint rate for this type of incident with venatech lp vena cava filter is low (0,01%). No corrective action is currently envisaged.

Event description:
"After implantation, the filter cannot be opened. After removal, replace it with a new implant."